Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system stopped functioning intermittently. It was reported that when utilizing an electromagnetic (em) navigation component, the issue would occur. Restarting the navigation system was noted to be required. There was no patient present when this issue was identified.